Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump alarms were silenced or turned off. The insulin pump was not displaying values. There were dashes next to the graph. Customer reported that they did receive a calibration not accepted alert and calibrate now alert. Customer was experienced high blood glucose. Blood glucose level at the time of the incident was 26.9 mmol/l. Customer was confused. No harm requiring medical intervention was reported. The device will not be returned for analysis.